Event description:
It was reported by a peritoneal dialysis rn that a drain complication was encountered during treatment of a patient in a hospital. The rn stated that the incident occurred in drain 4. The rn also stated that the patient has not drained well after being taken off the cycler from the morning. It is unknown why the patient is in the hospital at this time.

Manufacturer narrative:
The initial report stated that the patient is currently in the hospital, currently there is no indication that there was any serious injury to the patient but insufficient information cannot rule out the possibility at this time, therefore a serious injury MDR will be filed. The peritoneal cycler (plant investigation) is anticipated and upon completion, a supplemental MDR report will be submitted.